Manufacturer narrative:
The event was reported to occur on (B)(6) 2020, however this is a future date. The set was from one of the following potential lot numbers: r20a08049 and r20a22065. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking due to a separation of the tubing from the drip chamber. This was observed during patient use. The set was replaced to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the drip chamber. During visual inspection it was also noted that there was a lack of solvent applied uniformly around the circumference of the tubing. The other components were correctly placed and according to specifications. Dimensional testing was also performed, and the tubing was determined to be according to specification. The reported condition was verified. The cause of the reported problem was the tubing joint was incorrectly assembled; there was a lack of solvent applied around the tubing circumference where the drip chamber is inserted which resulted in the displacement of the ridged drip chamber component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspected lots r20a08049 and r20a22065. Should additional relevant information become available, a supplemental report will be submitted.